Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure during (B)(6) 2011.according to the complainant, during the procedure, the sphincterotome was positioned within the patient at the common bile duct. The user began to bow the device but the device failed to release the bow. No visible damage was noted to the device. The procedure was completed with another hydratome rx sphincterotome.there were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age.although the exact event date is unknown, the procedure was reported to have been performed during (B)(6) 2011.the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.